Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to deliver within product specifications related to the reported event. The reported device did not deliver medication was not verified. Evaluation performed flow testing at 40 ml/hr and 125ml/hr. The results were 0.9275% and -3.6064% respective, within the 5% error. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that did not deliver an unspecified medication in the critical care unit during patient therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.